Event description:
Our customer was reported via sales rep. That the thread of the item was damaged. Out customer has alleged that the item ((B)(4)) did not thread. The surgery was finished with another item that was available with no more adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.